Event description:
See initial report.

Manufacturer narrative:
H11 livanova field service engineer was dispatched to customer facility and confirmed a compressor damage most likely related to water leak in cooling circuit. The device has been removed from service and replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped when the device was switched on. There was no patient involvement.